Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse verified the vacuum, wash station (aspirate probes), reagent probes, ancillary probe and sample probes. No issues were identified. There is no more sample available for further testing. The cause for the discordant total hcg result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The IFU states in the limitations section: "there are many possible causes for these types of discordant results. Erroneous results may occur due to interference from identifiable serum constituents or patient-specific serum constituents. If an aberrant or abnormal result, as defined by the laboratory protocol, occurs, laboratory personnel should first make certain that the system is performing and is operated and maintained in accordance with the product labeling. The user should then follow the laboratory protocol for advising the clinician of a result that appears to have deviated from the norms established by the laboratory."

Event description:
Discordant advia centaur xp total hcg patient results were obtained for a patient between two different draw samples. The initial sample result was higher than the second draw sample. Both results were reported to the physician. The physician thinks the second result is correct. An ultrasound (echograph) was performed and was normal. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant total hcg result.